Event description:
The user reported that during a procedure, the thumbwheel of the hemostasis valve came off causing blood leakage. The physician replaced the device. There was no adverse effect on the pt. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. The user did not state if this was the initial use of the device. The eval is in process. A follow-up report will be submitted when the eval has been completed.